Event description:
Based upon additional information received on (B)(6) 2015, the case initially assessed as non-serious was upgraded to serious as for both the events in the case, the patient required intervention. Based on additional information received on (B)(6) 2015, this case initially processed as unsolicited is now considered as solicited case. This solicited device case from united states was received on (B)(6) 2015 from a physician via patient support program. This case was cross-referenced with case ids: (B)(6). Study title: (B)(6). This case concerns a (B)(6) male patient who experienced pseudoseptic reaction after the injection/pseudoseptic knee reaction/pseudo-sepsis reaction to synvisc one of the left knee/ post procedural inflammation and pt was aspirated 70 cc of serosanguineous fluid/recurrent effusion after receiving treatment with synvisc one. The pt had past treatment with synvisc one (into both knees on (B)(6) 2011; last administration: (B)(6) 2013 with lot number: p1309 and expiration date: (B)(6) 2014) . The patient had allergy to benzylpenicillin (penicillin) . Concomitant medications were hydrocodone bitartrate/paracetamol (vicodin) for pain; lidocaine and bupivacaine (marcaine) as anesthesia and methylprednisolone (medrol). On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: q1411; expiration date: 31-mar-2017) in both knees for osteoarthritis knee. It was reported that the patient presented quite acutely with left knee pain. On an unknown date in (B)(6) 2015, the patient experienced pseudoseptic knee reaction. It was reported that there was pseudo-sepsis reaction to synvisc one of the left knee. On (B)(6)2015, the patient was examined. On examination, the patient had a positive fluid wave, positive ballottement, gross effusion suprapatellar space, mediolateral joint line pain and no pes bursa pain. The same day, in a recumbent position and under sterile conditions, the knee was anesthetized with 10 cc injection of lidocaine and bupivacaine from the superolateral recess and 70 cc of serosanguineous fluid was aspirated. After the procedure and arthrocentesis, the knee was injected with a 5 cc injection of lidocaine, bupivacaine, and methylprednisolone acetate (depo-medrol) to the same superior lateral portal in order to mitigate post procedural inflammation, residual or recurrent effusion. The patient was injected with cortisone and was placed on methylprednisolone. On an unknown date in (B)(6)2015, the patient recovered from the event of pseudoseptic reaction after the injection/ pseudoseptic knee reaction/pseudo-sepsis reaction to synvisc one of the left knee/ post procedural inflammation. Corrective treatment: methylprednisolone acetate for pseudoseptic reaction after the injection/ pseudoseptic knee reaction/pseudo-sepsis reaction to synvisc one of the left knee/ post procedural inflammation; cortisone for patient was aspirated/aspirated 70 cc of serosanguineous fluid/ recurrent effusion. Outcome: unknown for patient was aspirated/aspirated 70 cc of serosanguineous fluid/ recurrent effusion.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and the result was pending. Seriousness criteria: required intervention for both events. Reporter causality: associated for both the events. Company causality: associated for both the events. Additional information was received on (B)(6) 2015 from the physician. All the information in cases: (B)(6) was merged in this case. This case initially processed as unsolicited is now considered as solicited case. The patient's age and gender was added. The additional event of "patient was aspirated" was added with details. The event term was updated from pseudoseptic reaction after the injection to pseudoseptic reaction after the injection/ pseudoseptic knee reaction. The suspect product start date, frequency and expiration date was added. The onset date of the event of "pseudoseptic reaction after the injection/ pseudoseptic knee reaction" was added. The action taken was updated from unknown to not applicable. The outcome of the event of pseudoseptic reaction after the injection/ pseudoseptic knee reaction was updated from unknown to recovered. Related case ID added. Clinical course updated and text was amended accordingly. Additional information was received on (B)(6) 2015. The lot number and expiration date for synvisc one received in the past was added. The medical history, concomitant medications and concurrent conditions were added. The verbatim for the event pseudoseptic reaction after the injection/ pseudoseptic knee reaction was updated to pseudoseptic reaction after the injection/ pseudoseptic knee reaction/pseudo-sepsis reaction to synvisc one of the left knee/ post procedural inflammation and that of the event of patient was aspirated was updated to patient was aspirated/aspirated 70 cc of serosanguineous fluid/ recurrent effusion. The suspect product dose, location and indication were added. The amount of fluid aspirated was added and the procedure was explained. The relevant lab data was added. The corrective treatments for both events were added. The seriousness criterion of required intervention was added for both events and the case initially considered as non-serious was upgraded to serious. The reporter causality for both the events was updated from not reported to associated. Clinical course was updated and text amended accordingly.